Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found with a dislodged component. The retaining ring provided details on the component was found dislodged. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the 30 degree endoscope had resistance on the endoscope roll axis. The customer contacted a technical support engineer (tse) and reported that they had inverted vision appear when they were changing the endoscope from up to down. The tse had the customer check if there was friction or binding identified during rotation of the endoscope base. Fiction was confirmed by the customer, and the tse explained the endoscope needed to be replaced. The procedure would be continued with the spare endoscope. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the customer reported that the endoscope did not rotate to the desired up and down orientation. There was no report of reversed controls on the system arms. There was no damage observed on the endoscope¿s adapter/base. There was no patient injury as a result of the inverted vision issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.